Manufacturer narrative:
Although this malfunction occurred in 2009, it is being reported to FDA as a result of a (B)(4) audit observation regarding MDR reporting given to vygon (B)(4) on (B)(4) 2014. This complaint is not confirmed. The documentation received for this complaint showed that the catheter had ruptured after some time of use and migrated into the baby's heart. The customer returned a catheter fragment of 11 mm length cut from the catheter's tip for microbiological examination after catheter removal. Microscopic examination of the fragment showed that on one side the catheter showed typical signs of partial scissors' cut. 0.5 mm distal to that end the catheter showed two v-shaped damages on the catheter tubing, which typically results from being pulled back through the needle. No signs of a material defect were found. Whether the catheter's other end disconnected due to being damaged by pulling the catheter back through the needle or whether the catheter separated due to other mechanical damage will remain unk since the whereabouts of the catheter's proximal end are unk. As each catheter is leak - and flow - tested before packaging and the catheter worked well for three days before signs of swelling appeared, it seems very unlikely that the catheter ruptured due to a material defect of a mfg fault. In the IFU we warn against pulling the catheter back through the needle. Having checked our batch history records and test data nothing unusual was found. The product totally fulfilled its spec. This is the first complaint received for batch no. 038876. We took (B)(4) photos.

Event description:
A section of the catheter had come off and travelled into the baby's heart. Baby was transferred to (B)(6) to have section of catheter surgically removed. Add'l info provided by clinician: the catheter is visually inspected to ensure it had been full withdrawn. In this case the doctor involved thought she had checked and the catheter was intact. She noted it was shorter than usual. Catheter in place for three days. Tpn infused. Catheter not used for blood aspiration. No syringe used with this catheter. No info on pump pressure used with this catheter. Line was placed in the foot and the tip was in the ivc on x-ray. The catheter was removed when swelling was noticed around the knee which was red and getting worse. No other devices involved. The baby recovered well following removal of the remaining bit of catheter by cardiologist in (B)(6).